Manufacturer narrative:
The reported oad was received for analysis along with the guide wire used in the procedure. The oad driveshaft was observed to have been destructively cut near the strain relief and the lap weld. Adhered material was observed on the driveshaft crown section, and the driveshaft section also had adhered material and was damaged and deformed. A test guide wire was not able to pass through the areas with adhered material. The morphology and exact root cause of the material accumulation was unknown, however, it was hypothesized that the driveshaft crown became stuck in the vessel after seizing due to the material accumulation. It was also observed that the y-adaptor of the saline line was fractured. A test guide wire was passed through the oad and remaining driveshaft without issue. During testing, the oad spun at all speed with no unusual noises heard, and the oad functioned as intended. The spring tip of the returned guide wire was observed to be damaged and have a deformed proximal coil. The guide wire was intact, with no fractures observed. At the conclusion of device analysis, the reported event of the crown being stuck, the device made an unusual sound, and a perforation occurred was partially confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) was unable to be removed from the vessel. The target, 80% stenosed lesion was located in an area of the mid-anterior tibial artery that was 3.00mm in diameter. Following two treatment passes, the crown was stuck on something, and the device made an unusual noise. The crown would move forward in the vessel but would not back through the vessel. It was noted the crown was stuck in the vessel, and a perforation had occurred. The patient was transferred for surgical removal. The removal was successful, and the patient was fine following the removal.